Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. The power management tool indicated no abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Unexpected battery power loss not confirmed. Failed battery test not confirmed. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 400mg/dl. Customer also had multiple pump error alarms and customer was able to complete pump rewind and the self test was also passed. Customer declined to troubleshoot for high blood glucose value. Insulin pump will be returned for analysis.